Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy mr, ous, 4.0x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first distal strut was lifted and pulled in a distal direction. The stent od (outer diameter) of the undamaged proximal section was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 4.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When device removal was attempted, the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 4.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When device removal was attempted, the stent was lifted. The procedure was completed with a different device. No patient complications were reported.